Event description:
It was reported that biomed stated the arctic sun device had a note with an alert 113 (reduced water temperature control) message. Biomed did not know if it was not cooling or not heating. As per the follow up information received on 05may2022, technical support and biomed stated that it was unknown if the device was being used on a patient when the event occurred, there were no reported injuries. The biomed went through a functional check and the device was able to cool and heat, there were no issues. The device was placed back in service.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that biomed stated the arctic sun device had a note with an alert 113 (reduced water temperature control) message. Biomed did not know if it was not cooling or not heating. Per follow up information received on 05may2022, technical support and biomed stated that it was unknown if the device was being used on a patient when the event occurred, there were no reported injuries. The biomed went through a functional check and the device was able to cool and heat, there were no issues. The device was placed back in service.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined. It was reported that biomed stated the arctic sun device had a note with an alert 113 (reduced water temperature control) message. Biomed did not know if it was not cooling or not heating. Per follow up information received on 05may2022, technical support and biomed stated that it was unknown if the device was being used on a patient when the event occurred, there were no reported injuries. The biomed went through a functional check and the device was able to cool and heat, there were no issues. The device was placed back in service. The device history record review was not required as the complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. Labeling review was not required as the reported event is unconfirmed. The device was not returned.